Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) showed post paced t wave over-sensing. No interventions were reported. The patient status was not reported.

Manufacturer narrative:
Additional information notes programming changes were made and patient was stable. Update to h6 health effect impact code changed from no health consequences or impact to unexpected medical intervention.

Event description:
New information received notes programming changes were made and the patient was stable.